Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Device passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. Device also had scratched lcd window, cracked case display window corner and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she woke up because she was sweating and found she was experiencing low blood glucose. She disconnected the insulin pump and treated with milk. When she reconnected the device, it alarmed button error. The customer was unable to clear the alarm. Blood glucose value was 40 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.